Manufacturer narrative:
.

Event description:
Attempts for additional information from the physician were unsuccessful. The patient's programming history was reviewed and the last system diagnostics test was on date of implant, (B)(6) 2012, which showed output=ok/lead impedance=ok/impedance value=2357ohms.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(4) 2012 it was reported that the vns patient was unable to be interrogated on (B)(6) 2012 and again on (B)(6) 2012. The patient was interrogated successfully twice in (B)(6) 2012 so the reason for no communication was not clear and it was not believed to be due to end of service since the patient's generator was recently replaced. The nurse stated that she used two programming systems on the patient, which were successfully used on other patients with no issue, but the handhelds were plugged in at the time of use on the patient. The patient is also having an increase in seizures and not able to feel stimulation at this time. It was later reported that the patient was able to be successfully interrogated when lying down and the vns is functioning properly per the physician's office. Attempts for additional information regarding the increase in seizures and failure to perceive stimulation are underway but no further information has been received to date.